Manufacturer narrative:
During the evaluation of the device at the third party service center, the customer's complaint was confirmed. The ventilator's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received info from a third party service center alleging a ventilator did not function properly. There was no harm or injury reported.